Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock on with no relevant reported discrepancies. There have been no other events for the reported lot. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "patient had right knee insert exchange due to instability. A new thicker insert was implanted and provided better stability. The patella was not previously resurfaced so the patella was prepped and a patella component was implanted".